Event description:
It was reported that (3) hp053 were used during a lap chole procedure. It was reported by the affiliate that the handpiece made an error alarm. Opened another handpiece to complete the case. No adverse pt outcome.